Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2524 - removed.

Event description:
Subsequent to the initially filed report, the following information was received:regarding the second device: the returned device was received with the suture removed from the device and the cuffs still in the foot pockets. The reported failure can now be interpreted as ¿node¿ meaning suture and the reported issue meaning the suture did not connect to the cuffs which aligns with the noted cuff miss observed with the returned device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a closure of an unspecified vessel was attempted with two proglide devices after an unspecified procedure. Reportedly, with the first device, the plunger could not be withdrawn leading to the wires [suture] not being present. A second proglide was deployed, however, the node [knot] was out of the device and it did not come down. A third, additional proglide device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.